Event description:
The baxter repair tech reported that when the pump was plugged into ac power, it made a buzzing noise. The device started to smoke and caught fire during repair. The hosp rep stated they have no record of any pt incident. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.